Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the information given so far, no further investigation is possible. A tissue reaction like a pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use (d011500200). Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cut that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the patient received a durom acetabular component 54/48 code n on the left side on (B)(6) 2009 and underwent revision surgery on (B)(6) 2013 due to loosening (acetabular malpositioning) and pseudotumor. It was also reported "slight metalions in blood. Decreasing."